Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is over 120 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. Multiple bolus units were selected and the insulin pump passed the reset error test. No unexpected reset or alarms were noted. The motor was very noisy during the rewind due to a faulty motor. The insulin pump was also received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.